Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation where the electrodes touch and under his armpits. The area was described as open and bleeding skin due to the lifevest rubbing. As multiple attempts to reach the patient were unsuccessful, the final medical outcome of the irritation is unknown.